Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.